Event description:
On 12-aug-2023 a spontaneous report from the united states was received via email regarding a female consumer who purchased a thermacare lower back and hip 8hr s/m heat wrap. On 16-aug-2023, additional information was received from a consumer. On an unspecified date in (B)(6) 2023, the consumer received thermacare lower back and hip 8hr s/m heat wrap for an unspecified indication. The consumer received 2 boxes of heatwraps, which each box had two heat wraps. When she opened each box, the black squares from both wraps within each box fell out on her lap. This report is one of four total reports. The consumer did not have information regarding the lot number or expiration date. The associated reports are 2023-us-025028, 2023-us-025240, and 2023-us-025449 (in the same package as the current current). No additional information was provided.

Manufacturer narrative:
The root cause and root cause sub class cannot be identified. There was limited device-specific information provided, not batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass heat cells damaged leakage. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for heat cells leakage of the product. A risk calculation cannot be determined without the batch number or a return sample.